Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shoot out insulin during filling line, insulin pump was slow to turn back on when batteries were changed, sometimes they had to take the battery out and reinsert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.